Manufacturer narrative:
H3: non-destructive analysis was performed and no anomalies were found. Initial analysis was performed, but destructive analysis was not performed as there was no mention of a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a device site infection involving the implantable neurostimulator 977119 ngrc-ecaps MRI. The patient required antibiotics and was on a course of antibiotics. The infection led to the removal of the device, including the explant of the 977119 and part of both extensions. No patient complications have been reported as a result of this event. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.